Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-01203. The pt (B)(6) received two percutaneous leads (from the same lot) as part of an scs system on (B)(6) 2010, and the leads were then connected to the ipg on (B)(6) 2010. It was reported that the pt lost stimulation on (B)(6) 2011. Impedance readings on the lead contacts exhibited low and invalid measurements. F/u on the pt found that the pt's system remains implanted; however, the next course of action is currently undetermined. No further info is available at this time.